Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display/stuck button error alarm found on nov 28, 2021. The pump passed the displacement test, active current test, sleep current test and self test. All buttons function properly. No blank display or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (8) pump error 61 alarms found in the pump history file on nov 28, 2021 started from 14:28 to 19:39. (12) pump error 58 alarms found in the pump history file started from 14:39 to 16:56. Pump was cut open to perform visual inspection and found moisture damage on the j1 keypad connector and keypad flex cable connector copper traces. However, the j1 connector on pcba 1 was locked properly during visual inspection.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Blank display not confirmed. Stuck button error alarm was confirmed due to moisture damage on the j1 keypad connector and keypad flex cable connector copper traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had received stuck button alert, without pressing any button for more than three minutes. Customer changed batteries and insulin pump had represented blank display. Trouble shooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.